Event description:
Patient states that the curlin ambulatory pump will not hold a charge and has to be plugged in to use. Product has just been returned to optum for testing. FDA safety report ID # (B)(4).